Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number an5585, and no non conformance / manufacturing irregularities were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Was medical or surgical intervention provided? If yes, please describe. Were there signs or symptoms of infection prior to the procedure? Patient's symptoms - manifestation of infection (location, severity, superficial or deep surgical site infection)? Note: events reported in 2210968-2021-07659.

Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used for sub q & skin closure. Post-op, one suture was already broken. After the implantation, it was seen patient infection on the wound in 28-30 days. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 09/23/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: * were prescription steroids administered? * were antibiotics prescribed? If yes, please provide medication name, route and dose. * was medical or surgical intervention provided? If yes, please describe. * were there signs or symptoms of infection prior to the procedure? * patient's symptoms - manifestation of infection( location, severity, superficial or deep surgical site infection)? Ans - sales rep doesn't have details about this complaint as the hospital authority didn't disclose it.